Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose over 500 (mg/dl). A bolus was delivered to address bg. The contact state the cause of the elevated bg was the customer not managing diabetes properly. During follow up, the contact reported a healthcare provider was contacted and the issue was resolved.